Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was stuck and would not work properly. The customer's blood glucose was 493 mg/dl at the time of call. The customer stated that the insulin pump was dropped. The customer was assisted in programming. The insulin pump will not be returned for analysis.